Event description:
It was reported that the device under delivered the medication. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4). As a result of warning letter (B)(4). No investigation or root cause analysis could be conducted given that no complaint sample was returned. D4 UDI and catalog number were unknown. E4: unknown.